Event description:
It was reported that the patient went through withdrawal when they ¿didn¿t have the alarm date right¿. His withdrawal symptoms had consisted of a metallic taste, smelling a certain odor, cramps and he felt like he was going to die. No further information was provided including when specifically the event occurred, what medications the pump contained, if any actions or interventions were taken or what the patient¿s outcome was. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).